Event description:
A healthcare provider reported that the patient was not currently using their pump, and there was no drug in the pump. The caller stated that the ¿pump was not working¿ and the patient had not used the pump in three years. The patient had a back surgery, the catheter was disconnected, and it was no longer in use. The patient was having an MRI because of ankle issues.

Event description:
It was later reported that the patient was scheduled for a replacement at the end of november for a new pump and catheter. However, they did not have any documentation about why the catheter was being replaced. They knew the pump had ¿gone dry¿ and they stated they were not sure if the patient did that intentionally. On (B)(6) 2013, it was reported the patient had had an unrelated back surgery and the surgeon for that surgery had unintentionally dislodged the catheter. The catheter had not been replaced yet, and the catheter remained in the patient at this time. No pump malfunction was noted by the doctor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider later reported the medication infused was fentanyl. The cause of the event was noted to be the catheter. The surgeon cut the catheter by mistake and the catheter was removed. The patient had increased pain "eventually", though the remark in quotations was partially illegible. The patient did not require hospitalization and their outcome was no injury. A healthcare provider later reported that the catheter disconnect was not intentional.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).